Manufacturer narrative:
Stored data was analyzed and the performance appears to be unique to this device and does not appear to be anything obvious in terms of environmental emi-like symptoms that are typically present. Once this patient¿s device establishes communication, the telemetry appears quite clean and free of difficulty. When scanning for devices, metrics are not seen that would be consistent with a noisy environment. For unknown reasons at present, establishing the connection with the programmer is more difficult than usual. Therefore, this appears to be leaning more toward a device performance observation. The ability for the device to correctly detect and treat does not appear to be affected. In the event that a device was to have difficulty initializing, it would continually annunciate its beeper and would alert the patient to the unusual condition. To experience this much difficulty establishing communication with an s-ICD is unusual. Telemetry performance could be further assessed via latitude communication attempts, but it is not known whether future performance will improve, remain constant or degrade. Ts discussed the possibility of performing interrogation of a different shelf device multiple times in the same environment. The physician was contacted and was informed of the analysis results. The physician was comfortable with the explanation and has decided to follow the patient on a more frequent basis using latitude. The device remains in-service.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report having difficulties interrogating this patient's device. The local representative commented that interrogation has been attempted multiple times without success. Interrogation of the device continued to be unsuccessful despite rebooting and the use of other programmers. A magnet was positioned over the device and tones were audible. Interrogation was attempted again but was unsuccessful. Ts had the local representative remove some of the external cables. Despite removal of cables, interrogation continued to be unsuccessful. The patient was moved from the table to a chair in the same room. The programmer was rebooted but interrogation was unsuccessful. Given the magnet reset and audible tones, the patient will be checked at the scheduled wound check. Ts recommended data upload for analysis. Ts was notified that approximately two hours following the procedure, device interrogation was successful (patient standing away from the bed) and the device was optimized. However, communication with the device was again unsuccessful when the patient was lying in bed. Communication with the patient was attempted while up and away from the bed. Despite the previously successful interrogation, communication now could not be established. The local representative had the patient walk in the hallway while trying to establish communication. Stored data was uploaded to ts for review. A call to the physician was planned following data analysis to determine root cause (device versus programmer versus environment).